Event description:
Following a single level posterior lateral fusion, upon review of post op films, it appeared that some grafting material had migrated into the pt's spinal canal. The radiologist called the surgeon to let him know that he saw radiographic evidence showing actifuse abx granules in the spinal canal.

Manufacturer narrative:
A lot history eval was carried out. The product met full release specification, with no anomalies reported that could be expected to affect the likelihood of graft migration.